Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported a letter from their doctor was provided. The doctor states in the letter patient presented for a dental exam and occlusal evaluation. The clinical exam found: generalized interdental spacing is present, particularly between teeth #5 and #12 (mesial to #5 and mesial to #12), which may indicate unfavorable or incomplete tooth movement. All four third molars remain fully impacted. Dental caries are present on teeth #14 and #31, and restorative fillings are recommended. Given the occlusal and alignment concerns, I strongly recommend a comprehensive evaluation by a licensed orthodontist to determine an appropriate treatment plan moving forward. In my professional opinion, patient's current condition suggests that the unsupervised aligner therapy provided by byte did not adequately address her orthodontic needs and may have introduced or worsened spacing issues. The lack of in-person monitoring during active tooth movement is concerning.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.